Manufacturer narrative:
The reported event that the end cap broke off of the device was confirmed by the complaint specialist. During the visual inspection it was observed that, the head of the screw on the distal end of the adapter arm was broken off and the washer was missing. Based on the age of the device (7+ years) and the signs of wear on the tool, handling of the device over the years has most likely caused or contributed to the reported event.

Event description:
It was reported that the device disassembled at the user facility. No impact to a patient or medical interventions were reported with this event. Although requested, it was unknown if the event occurred during a procedure.

Event description:
It was reported that the device disassembled at the user facility. No impact to a patient or medical interventions were reported with this event. Although requested, it was unknown if the event occurred during a procedure.